Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a review of the event history log identified infusions; however, the event date was not reported. A review of the infusions was performed and no excessive alarms or programming errors were identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during infusion. The volume expected to be infused was 250ml of vancomycin and the actual volume infused was approximately 75-100ml during delivery. This event occurred in the paediatrics department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.